Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. It was also reported that the pump battery gauge went from 85 % to 5%. The customer¿s blood glucose was 67 (mg/dl). The pump was able to be charged successfully with an alternate wall adapter. Replacement wall adapter sent to customer. Reportedly the customer continued to use the pump for insulin therapy.